Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib error" message. The customer did not indicated which defib message was seen, however, the device failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.